Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had blood glucose readings of 600 mg/dl and treated with a shot. Customer stated that they have been having trouble with the sensors. Customer stated that previously they were alarmed for a low of 48 mg/dl when the blood glucose readings were really 546 mg/dl. Customer also mentioned that the sensors do not last the recommended six days. It was noted that the screen was black and the customer had high blood glucose readings all day. No further information reported.